Event description:
The following information is from brasseler USA (b-USA) to nakanishi, inc. (Nsk), regarding a device manufactured by nsk for b-USA. B-USA event summary: routine filling on #17, patient was numb; doctor noticed the blanching of the tissue on the lateral facing of tongue; female in her (B)(6) weight 110 (initial (B)(6).). Procedure was finished, administered vitamin e oil, she came back and they removed some skin of the burst blister used diode laser on lowest setting to help with healing. Doctor doesn't believe that there will be permanent damage. No initial pain but as healing pain was noticed. Lubing and autoclaved after each use and had the delivery system independently checked, and they are using water always and the statim. Doctor has photo of the white nickel size and when the burst twice as large and red perimeter/glossy center through healing. Chlorhexidine and orabase for pain and sterilizing the area. Nakanishi has requested additional information from b-USA regarding this event via written letter sent on (B)(6) 2014. B-USA did not return handpiece to nsk for the manufacturer's evaluation.